Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was damage. The customer¿s blood glucose level was unknown. The customer also stated that the reservoir unable to lock in place. The product will be returned for the analysis.

Manufacturer narrative:
Device received with all operating currents within specific and passed self-test,unexpected restart error test and displacement test. No unexpected low battery, weak battery , battery out limit or failed battery test alarms noted during testing. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.